Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that one side bail cover was broken and the ring cover was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there are vertical lines missing on the lower display. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.